Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining high blood urea nitrogen (bun) / creatinine ratios that were generated by the au481-02e clinical chemistry analyzer. The erroneous results were reported outside the laboratory. The original specimens were re-tested and corrected reports were issued. Patient treatment was not impacted in this event.

Manufacturer narrative:
Qc for creatinine and bun was run before and after the event. The root cause for this event was an incorrect formula entered by bci at install. The customer collaborated with the bci hotline and was given a list of the correct calculated test formulas. No service was dispatched for this event.